Event description:
An individual went to sit on the transport chair and the plastic guide which slides onto the main frame broke. This prevented the seat from being secured in place. The chair was reported to have collapsed around the individual. There is no info available regarding the individual involved. However, it is reported that the individual did not fall and no injuries were sustained. No medical intervention was required.

Manufacturer narrative:
Sample was rec'd and eval. The plastic guide that slides against the main frame, when the chair is folded/unfolded is split. In the worst case, the chair can collapse if the glide at the other end of the seat tube does not stay on the main frame. There were no injuries to the individual involved in the incident. The involve glide and add'l glide from the chair are being sent for analysis of the material strength and composition.